Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to the erased history file. Unable to perform the unexpected restart, occlusion, or excessive no delivery tests due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of motor error during rewind from the insulin pump. The customer stated that there were some motor error alarms in the alarm history. The customer's blood glucose is normal, did not require medical treatment. No further details were given.